Event description:
It was reported that on (B)(6) 2014, the patient presented to the hospital with an acute st-segment elevation myocardial infarction (stemi). The procedure was to treat a left main (lm) fistula/aneurysm that was bleeding into the pericardium. A non-abbott guide wire was placed in the left anterior descending artery (lad), and a balanced middle weight (bmw) guide wire was placed in the diagonal artery. The 3.5x16mm graftmaster was successfully deployed; however, the stented area was not fully sealed. Post-dilatation was performed with a 4.0x15mm nc trek balloon dilatation catheter (bdc) without issue. Additional post-dilatation was performed with a 4.5x12mm nc trek bdc without issue; however, a larger vessel rupture (perforation) occurred. The 3.0x16mm graftmaster was successfully deployed overlapping the previously deployed graftmaster stent; however, the stented area was not fully sealed. No additional treatment was attempted, and the patient was taken to coronary artery bypass grafting (CABG) the same day. The patient has since recovered well and was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balanced middle weight (bmw); stent: 3.5x16mm graftmaster. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for stent graft leak reported from this lot. It was reported the otw graftmaster was used for treatment of an aneurysm. It should be noted that graftmaster coronary stent graft system instructions for use (IFU) states: the graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 3.5x16mm graftmaster referenced and the 4.5x12mm nc trek referenced are being filed under separate manufacturing report numbers.